Manufacturer narrative:
Result: the actual device was returned for evaluation. It was noted that the packaging material returned with the product indicated an expiration date which was four months prior to use. The mesh was examined under a stereomicroscope at 10-40x. The mesh had 6 blue monofilament suture segments attached to the mesh. The mesh exhibited several sites of orc loss ranging in size from -2cmx5cm to under 1cm. There were over 12 significant sites of damage contributing to orc loss. It is possible that some, or all, of the damage to the orc may have occurred during insertion through the trocar. Conclusion: device event is related to user handling.

Event description:
International customer reported that portions of the device delaminated while attempting to place through a trocar. The device was removed and exchanged. No adverse pt consequences were reported.